Manufacturer narrative:
Field e1: complete facility name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leak in the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable deteriorated due to moisture absorption during sterilization, as a result of the humidity inside the sterilization chamber, moisture on the camera cable, and the effects of cleaning agent residue. A definitive root cause could not be identified for the leak in the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: ¿precautions¿ section of the ¿applicable reprocessing methods and chemicals¿ several reprocessing methods are applicable to the camera head. However, not all methods are applicable to all camera heads. Reprocessing methods that are not applicable may damage the equipment even if the reprocessing is done only a few times. ¿precautions¿ section of the ¿for safe use handling and general precautions¿ do not bend the electrical contacts of the video connector by hitting it or otherwise. This may prevent the camera from connecting to the video system center or cause poor connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the pre-use inspection, prior to a therapeutic procedure, the subject device video cord was sticky. There were no reports of patient harm.